Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the customer noticed misalignment between the holders and the device connectors causing separation during use on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-may-2025. Investigation summary bd received 3 unopened samples for investigation. The returned samples and 50 sets of retained samples were evaluated by visual examination and no abnormalities such as damage or molding defects of the luer adapter threads were found. Additionally, the luer adapters of the returned samples of 3 sets and retained samples of 8 sets were connected to our bd single use holders and bd blood collection tubes and no spin out or separation occurred as all samples met specifications. Further, the returned samples of 3 sets and additional retained samples of 8 sets of the lot concerned, which were not used for the spin out were connected to our retained samples of bd pronto holders and no spin out occurred during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the customer noticed misalignment between the holders and the device connectors causing separation during use on unspecified number of devices. There was no health impact or consequence reported.